Event description:
It was reported that the patient presented in the emergency room. It was noted that the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing, which resulted in pacing inhibition. Intervention was performed. The patient was in stable condition.